Event description:
It was reported that the patient with this pacemaker was hospitalized due to discomfort and review of the device noted it was malfunctioning. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.